Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
Other, other text: patient details and e date of event updated. The reported product occurred while use with the patient. The product didn't cause issue to patient or clinical injury. Colon cancer was the relevant history. The outcome of the event, resolved. It was not a no disposable alarm that the patient was getting, however, it was unsure of the type of alert received. It was an air in-line alert infusion stopped.

Event description:
It was reported that the pump, while in use with the patient, was not fully infusing/infusions being interrupted and not sure if the issue was due to the cassette or the tubing. There was an 'air in-line' alert and the infusion stopped. The outcome of the event resolved. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.